Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical valve, the valve was deployed. It was reported that the patient anatomy was calcified. The physician wanted to do a post-implant balloon aortic valvuloplasty (bav) which dislodged the valve aortically. Subsequently, a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.